Event description:
The device was received with no information available.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled. The following information was requested, but unavailable: the analysis results of the found that it was received in good visual condition and with a reload inside a sample bag. Upon evaluation, the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, the cartridge pan was found detached from the cartridge. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Furthermore, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The batch record was reviewed and no anomalies were noted during the manufacturing process.